Event description:
On 10/15/97, the distributor's sales rep informed the mf's (MFR) rep that a customer in her territory experienced a problem with this device. The distributor's sales rep stated that she was informed by the facility's nurse and the surgeon that the device catheter broke off and was removed in radiology. Upon removal of the device, the device was given to the pt to hold on to. No further details were provided at this time.

Manufacturer narrative:
Device was returned to MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of device septum revealed holes consistent with usage of coring needle; however, no internal damage was noted. Attached portion of device catheter revealed irregularly cut material and luminal narrowing approximately 4 5/8" from device body. 7 1/2" loose segment of catheter revealed discoloration, irregularly cut materail and luminal narrowing. Attached portion of catheter and loose segment of catheter appear to mirror match and display damage consistent with "pinch-off sign." Device with attached portion of catheter and loose segment of catheter were patent with no resistance felt when flushing with 5cc of water. Clear particle free fluid was collected. No leaks were noted when device with attached portion of catheter were pressurized with air and fluid. Loosed segment of catheter was clamped above damaged area then pressurized with air and fluid, no leaks were noted. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identfied. Review of device history record did not reveal and mfg variances related to this event. Based on info available and results of MFR.'s analysis of device, report that "device catheter broke" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused damge found during MFR.'s analysis of device. No further details are available. Customer will be notified of MFR.'s findings and forwarded article exclusive to "pinch-off sign" for their review. MFR. Is now closing the file on this event. Submitted to FDA 3/31/1998.